Event description:
It was reported a spectrum pump failed to properly detect an upstream occlusion during baxter's functionality testing. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The investigation has not been completed at this time. A supplemental report will be provided when the investigation is completed.